Event description:
It was reported that after the patient underwent a non device related surgery, interrogation found that the pulse generator exhibited backup vvi operation. After a device product code download, normal function resumed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.